Manufacturer narrative:
H11. Corrected data: updated sections d4 (model number) and g5.

Manufacturer narrative:
Device code 3191: host tissue, pannus h3. Device evaluation: customer reports of structural valve degeneration and leaflet tear were confirmed through observed calcification and torn leaflets. X-ray demonstrated wireform intact, heavy calcification on leaflet 3, a calcification nodule at the free margin of leaflet 2 at commissure 2, and minimal calcification at the cusp area of leaflet 1. Calcification restricted leaflet mobility and led to stenosis. Host tissue on the stent circumference was moderate at the inflow aspect. Leaflet 1 had a 4mm tear near commissure 1 and a 6mm non-transmural tear near commissure 2. Leaflet 2 had a 7mm non-transmural tear near commissure 2 and a 10mm tear near commissure 3. Leaflet 3 had a 5mm tear near commissure 3 and a 4mm tear near commissure 1. Leaflets were thickened and swollen at the tears with calcification evident at most of the tears. Wireform was exposed on commissure 3 and at the stent circumference around leaflets 1 and 3. Suture holes were visible around the sewing ring. Sewing cloth was cut around leaflet 1 on the inflow aspect. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the device serial number is unknown. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a valve was explanted from the aortic position after an implant duration of approximately 14 years and 6 months due to structural valve degeneration leading to leaflet tear. No other information was provided.